Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an o-ring was on the pneumatic tap. Tandem technical support instructed the customer to remove the o-ring from the pneumatic tap. The customer accidently took the two rings off the rack pushrod instead of the pneumatic tap. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reverted to an alternate form of insulin therapy.